Manufacturer narrative:
Additional information was received indicating that there was no patient involved in this event and event date was also provided.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's concern regarding "under infusing" was confirmed. It was found that the pump was under infusing but within specification average of -1.17%. It was noted that the air in line (ail) sensor was not fully seated and contributed to low reading. Service will reseat the ail sensor for better accuracy. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.